Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the probable cause was due to the faulty plunger board, cable and mainboard. The mainboard, plunger board, and plunger cable was replaced.

Event description:
It was reported that the pump experienced a syringe plunger not in place error message. There was no patient involvement and no patient harm.